Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to alternating left bundle branch block (lbbb), left anterior hemiblock, left posterior hemiblock, and right bundle branch block (rbbb). No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that the implant date of the valve was (B)(6) 2016.

Manufacturer narrative:
Additional information was obtained with the valve sn and patient information. The expiration and device manufacturing date were updated with the patient age, sex, and weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.